Manufacturer narrative:
H6: investigation summary. There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: material no.: 383539 batch no.: 0241573. Blood leaking from base of IV catheter. Near gray stopper.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: material no.: 383539, batch no.: 0241573. Blood leaking from base of IV catheter. Near gray stopper.